Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 329 mg/dl and sensor glucose was 68 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 70 mg/dl. Customer also stated that the insulin pump received insulin flow blocked alert and it was resolved by complete set change. Customer also stated that the sensor received calibration not accepted alert and change sensor alert. No harm requiring medical intervention was reported. The sensor will be returned for analysis.